Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular lead connector port was broken. The caller was informed that the epg is past its service life, and is ineligible for repair. There was no patient involvement.